Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced bleeding after inserting the abbott diabetes care (adc) sensor. After an unspecified amount of time, the customer¿s caregiver reported that they suspected the customer had fallen and lost consciousness. The customer was unable to self-treat and required unspecified treatment from a healthcare professional. There was no report of death or permanent impairment associated with this event.